Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that on (B)(6) 2015 she went to the emergency room to treat her high blood glucose level of 599 mg/dl. She was held in the emergency room until her blood glucose level went down to 373 mg/dl. However, she was not admitted as an inpatient. The customer also had a urinary tract infection. She had difficulty breathing. The customer was wearing the insulin pump at the time of the emergency room visit. She treated her high blood glucose level with a booster shot of insulin. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.